Event description:
After centrifuging, inverting tube of regentht, blood components failed to stay separated. Surgeon notified and elected to use product. S007 is the only lot # we have and company continues to ship that lot. It is working properly in other cases, with these sporadic failures. There are 7 reported failures for this device by this same hospital.what was the original intended procedure?r knee acl reconstruction; autograft.device #1is this a laboratory device or laboratory test?no.